Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room experiencing chest pain due to atrial fibrillation. The patient had a merlin.net transmission which was reviewed and revealed that the right ventricular exhibited the high voltage impedance was greater than limit and had doubled in measurements from trending. The physician was notified but intervention has not been performed. The patient was in stable condition.